Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Additional information, corrected data catalog number and lot number.

Event description:
Patient was revised to a thr.

Event description:
Patient was revised to a thr. Converstion to thr due to non-union/distal screws broken/pain.